Manufacturer narrative:
(B)(4). The device history review for the product taut introducers 10/bx7.5 fr x 3.5, lot #73h1600183. Investigation did not show issues related to the complaint. The device has not been returned for investigation at this time. Teleflex will continue to monitor and trend related events.

Event description:
The diaphragm have become loose and fell into the patient's abdomen during the procedure. There was no patient injury or consequence.

Manufacturer narrative:
(B)(4). The customer returned four units pi-93 taut intraducers 10/bx 7.5 fr x 3.5 for investigation. The customer returned three representative samples and a piece of the check valve of the actual sample. The piece of the check valve fell out of the check valve. The rest of the actual sample was not returned. The returned devices were visually examined with and without magnification. Visual examination of the returned devices revealed that the representative samples appear typical. The piece of the check valve that was returned fell out of the check valve. However, it cannot be determined how it fell out since the rest of the device was not returned. No other defects or anomalies were observed. Functional inspection was performed on the returned samples. The representative samples were each tested for proper assembly. No issues were found with the assembly as the check valve was able to attach to both the needle hub and the catheter hub for all three representative samples. No issues were found with the representative samples. The IFU for this product, l03610, was reviewed as a other remarks: part of this complaint investigation. The IFU states, "insert the intraducer assembly through the abdominal wall using a continuous, controlled, slow, forward motion. Under direct visualization using the laparoscope, penetrate the peritoneum until the catheter tip is just visible within the peritoneal cavity." "Immediately upon entry into the peritoneal cavity, hold the intraducer in place and withdraw the needle completely. Remove check valve from needle hub and reinstall on intraducer catheter hub." A corrective action is not required at this time as it cannot be determined what caused the complaint issue. Only a piece of the check valve was returned along with three representative samples. Since the rest of the actual sample was not returned, it could not be determined how the piece of the check valve fell out of the device. No issues were found with the representative samples. The reported complaint of "fell apart during use" was confirmed based upon the samples received. The customer returned three representative samples and a piece of the check valve of the actual sample. Although the complaint issue was confirmed due to the piece of the check valve that was returned, it could not be determined what caused it to fall out of the check valve since the rest of the device was not returned. Upon functional inspection, no issues were found with any of the representative samples. A device history record review was performed on the device with no evidence to suggest a manufacturing related cause. It cannot be determined what caused the reported complaint issue. No further action will be taken.

Event description:
The diaphragm have become loose and fell into the patient's abdomen during the procedure. There was no patient injury or consequence.